Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
On (B)(6) 2012, the pt underwent an extension of a previously implanted construct with another fusion, two add¿l screws, longer rods and new locking caps. X-ray taken on (B)(6) 2012 showed good alignment of all implants. On (B)(6) 2012, the pt returned to the office complaining of pain. X-rays revealed that the rod on the left had come out of the s1 pedicle screw. The rod on the right had slid downward but was still attached at s1. On (B)(6) 2012, the pt was returned to surgery for removal of both rods and new rods and all new locking caps. This report is number 3 of 6 for the same event.